Manufacturer narrative:
Based on the outcome of the fa investigation, observed the high pads impedance led to triple chirp of the device. No device malfunction identified. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Customer is provided with a new device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device is failing self-test.